Event description:
One resolute integrity rapid exchange (rx) drug eluting coronary stent was implanted to treat a de novo lesion in the proximal lad. However it was reported that, four days post stent implant the patient was re-hospitalized due to an mi. The investigator reported that the event was not related to the study device. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of the procedure (mi).